Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor lost communication with the ilet pump while remaining connected to the dexcom app, producing pairing failure alerts on the pump; the issue was resolved after guided troubleshooting that included toggling cgm settings, re-entering the sensor pairing code, and restarting the pump, consistent with an intermittent communication failure involving the antenna and electrical or magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem associated with intermittent communication failure between the cgm and the pump, implicating the antenna and electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.